Event description:
Information received with return of the explanted device notes that the patient experienced palpitations. The device was found to exhibit no sensing and no atrial capture. Adequate sensing was not obtained with program- ming. Therefore, the device was replaced.